Event description:
It was reported that the lens haptic broke as the intraocular lens (iol) was being inserted into the patient''s eye. The surgeon had to remove the lens, which required an enlarged incision. No patient data, gender/sex nor date of birth or event dates (implant and explant) were provided. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The preloaded insertion system was received by the manufacturer. The device had been handled and cleaned prior to being received at the manufacturing site. Preloaded delivery system was returned disassembled for evaluation. The upper and lower body of the assembly was open and the cartridge was disconnected from the preloaded delivery system. Because the device had been handled and decontaminated, the condition of the returned device is not related to the manufacturing process. The intraocular lens (iol) sample was not returned. Therefore the complaint for haptic damaged could not be confirmed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to abbott medical optics whereby an examination was conducted by the research and development department. Results indicated that the iol was delivered. It was further noted that there was normal use presentation with level 3 cartridge condition, and the push rod tip was in good condition. Ophthalmic viscosurgical device (ovd) was present, which is indicative of an iol that was prepared for use. No root cause for the complaint was found in the investigation. The lens was sent to abbott medical optics (amo) manufacturing site for further review. A review of the manufacturing records for the intraocular lens revealed that all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviations or non-conformances (ncr) related to the customer's reported claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.